Event description:
A malfunction alarm was reported with malfunction code malf 12 before any notable events occurred, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts provided information to reset the pump and helped the caller perform the reset, after which the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact technical support if the issue arose again.